Event description:
Home patient (hp) reports calling baxter's technical service center for assistance during treatment on homechoice device. Hp reports they disconnected heater bag during fill 3/5 and placed new bag onto already spiked heater line of homechoice set. Unit rn reports no patient injury or medical intervention required as a result.